Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. (Expiry date: 09/2023). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure via the right internal jugular vein in right side of the sixth thoracic vertebra, after implanting the infusion port, when the dressing was changed, the skin puncture point was allegedly found to be oozing. It was further reported that after repeated observations, leakage was found from the adhesion between the puncture diaphragm and the edge of the harbor seat. Reportedly, the port was removed and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. One electronic video was provided for review. The video shows one power port placed on a patient body. Upon infusion, the liquid was noted to be oozing from the port septum. Therefore, the investigation is confirmed for the reported leak issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 09/2023), g3, h6 (method) h11: h6 (result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure via the right internal jugular vein in right side of the sixth thoracic vertebra, after implanting the infusion port, when the dressing was changed, the skin puncture point was allegedly found to be oozing. It was further reported that after repeated observations, leakage was found from the adhesion between the puncture diaphragm and the edge of the harbor seat. Reportedly, the port was removed and the procedure was completed using another device. There was no reported patient injury.